Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection at the device site as well as the upper sternal site. The patient also had a non-healing abdominal wound. No additional adverse patient effects were reported.